Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. The stm found the existing cable to be broken and one of the lead wires was frayed. The stm recommended the leads be replaced and not used any longer. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the EKG on a cs300 intra-aortic balloon pump (iabp) is not tracing. The balloon was not inserted at the time event; thus no adverse event was reported.